Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient encountered five infusion set cannulas were bent within 3 or more hours after insertion which led to high blood glucose level. The patient received correction boluses and multiple daily injection (mdi). The insertion site was at upper buttocks. The infusion set in use between 4-7 hours each time it happened. The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin successfully. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.